Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead seemed to be oversensing after being plugged into the device but only on about every tenth beat; this caused a dropped beat or non-capture. The impedance was slightly high. The physician stated that they slightly nicked the distal part of the lead close to the suture by the header of the device. The lead was also undersensing which may have been due to the slight nick. The thought was that the lead was not sensing correctly due to the loss of capture. The physician even reinserted the lead into the header to make sure it was not a connection issue. As the physician was sewing up the pocket, loss of capture occurred ten to twelve times. The lead was taken out and a new lead was implanted and no loss of capture was seen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.